Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon made an incision on the left large bone flap. Cut open the skin and subcutaneous tissue, fully stopped bleeding, opened the skin flap, used an electric skull drill to create a bone flap of about 12cm 10cm size, suspended the dura mater, connected the bone flap, fixed it with bone screws, and the screw breaks when tightened on the bone flap. Removed it in time and replaced it with the same type of screw for normal use.